Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field.  Investigation summary: bd received one photo for investigation. Evaluation of the photo showed poor barrier separation; however, it did not show the presence of gel air bubbles. Additionally, (B)(4) retained samples were visually inspected, and no issues were identified. Complaints for sample quality are under statistical control for the month of january 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. This complaint has not been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, bubbles in the gel and poor gel barrier separation were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.